Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had difficulty during retro verse on the endoscope. The issue occurred during service/maintenance. There was no patient involvement.